Event description:
During insertion, the lens ruptured the posterior capsule and the lens was injected into the vitreous. A vitrectomy was performed, but surgeon was unable to retrieve the lens. Lens remains in the patient's eye and the patient has been referred to a retinal specialist.